Event description:
Procedure: duodenal stump closure in biliopancreatic diversion. According to the reporter: the described problem is an early failure of the staple line; dehiscence after 5 hours. This caused an extension of hospital confinement of the patient. Devices lot numbers not available; samples not available.